Event description:
The event is reported as: stapler not closing staples. No injuries reported.

Manufacturer narrative:
Product has not been received for investigation at time of this report. A f/u investigation report will be sent when completed.